Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separation. The following information was provided by the initial reporter: luer connector came off tubing please provide the batch# or lot# number? (10)24093184. Please confirm the medication involved. Saline.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that pr# (B)(4) is duplicate with pr# (B)(4). Pr# (B)(4) will be cancelled. This MDR will be voided.

Event description:
No additional information was provided.